Manufacturer narrative:
The rods were received for functional and visual testing and the reported event was confirmed. The root cause of the reported event may be related to bending force applied during the distraction sessions and/or patient's daily activities.

Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or images provided that confirm the alleged event. It is unknown if patient complied with post-operative physical restrictions. Labeling review: "...warning: metallic implants can loosen, fracture, corrode, migrate, or cause pain..."

Event description:
It was reported patient underwent a revision procedure. As per reporter it is unknown if product may or may not have reached terminal distraction length.